Manufacturer narrative:
Technician found bed in repair area. Head was drifting. Cause: bad pcm. Replaced pcm to resolve this issue. Returned unit to service.

Event description:
Complaint alleged that the head hi/low was drifting.